Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was likely a faulty scope. The root cause of why the scope failed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device image issue. Customer was unable to secure image on the provation monitor but the endoscopy image was fine. Tac advised the customer to swap the adaptor and the serial digital interface (sdi) to confirm it was working. The images appeared after trying with a different adapter. The customer confirmed the issue was with the able or adapter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera ii video system center was unable to produce image on provation monitor. There was no harm, infection or user injury reported due to the event.